Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was running on a slippery floor and fell and hit the head. Headache and edema were reported immediately after the event. Normal performance with the device was observed the following day, but the performance decreased until there was no more response. The user has been re-implanted on (B)(6)2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by the reported accident appears likely. However to determine an exact root cause a device investigation would be necessary. A date for surgery has not yet been made available.

Event description:
The recipient was running on a slippery floor and fell and hit his head. Headache and oedema were reported immediately after the event. Normal performance with the device was observed the following day, but the performance decreased until there was no more response. No date for surgery has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child was running on a slippery floor and fell and hit his head. Headache and edema were reported immediately after the event. Normal performance with the device was observed the following day, but the performance decreased until there was no more response.